Manufacturer narrative:
An event regarding fracture involving a restoration modular body separator was reported. The event was confirmed. Device evaluation and results: a material analysis indicated the device fractured in an overload condition due to off axis loading. No material or manufacturing defects were observed on the devices examined. Conclusions: the cause of the reported fracture can be attributed to use as the device fractured in an overload condition caused by off axis loading. No material or manufacturing defects were observed on the devices examined.

Event description:
Explantation of a restoration modular: cone conical after infection. Ingrowth of the implant had taken place, so it was not possible to disconnect the body from the stem without preparing the implant site. The intention was to disconnect the body from the stem when the site was fully prepared and then use an open drill to remove the stem. But unfortunately it was not possible to disconnect the body from the stem, although the body was fully exposed and not connected to bone anymore. The instruments were used properly and several attempts were made. Eventually one of the instruments broke (body stem separator (6278-9-070). Because they were not able to disconnect the body from the stem, they could not drill the stem out so they had to open the femur. It was a 195mm stem, so a large part of the femur had to be opened. Eventually they removed the stem and replaced a new cone conical with dall miles cables.

Event description:
Explantation of a restoration modular: cone conical after infection. Ingrowth of the implant had taken place, so it was not possible to disconnect the body from the stem without preparing the implant site. The intention was to disconnect the body from the stem when the site was fully prepared and then use an open drill to remove the stem. But unfortunately it was not possible to disconnect the body from the stem, although the body was fully exposed and not connected to bone anymore. The instruments were used properly and several attempts were made. Eventually one of the instruments broke (body stem separator (6278-9-070). Because they were not able to disconnect the body from the stem, they could not drill the stem out, so they had to open the femur. It was a 195mm stem, so a large part of the femur had to be opened. Eventually they removed the stem and replaced a new cone conical with dall miles cables.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.